Manufacturer narrative:
(B)(4). The customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. No product return is expected. The customer did not allege any device malfunction. No malfunction of any alaris device is believed to have occurred.

Event description:
Received a news article from institute for safe medical practices. The indystart.com article details an incident involving a patient in the intensive care unit of the hospital's heart center following surgery. The headboard of the patient's bed was being adjusted to an upright position and the top of the headboard hit the housing that holds the IV pole, which protrudes from the wall, and the pole fell onto the patient. The customer reports that the pole holding the alaris system was pulled out of the wall when the nurse was raising the bed, the pole fell and it was the alaris system that hit the patient. The patient sustained a hematoma and was initially reported as "doing okay" but subsequently deteriorated and did not survive; the cause of death is not known but is attributed to this event. The patient was post-op, procedure unknown. Customer states that product will not be returned because their internal investigation to date gives them no reason to suspect that the alaris system caused the event. Customer states no further patient or event information is available.